Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that they had low blood glucose levels and the ambulance was called for the patients attention. The pod was worn for more than 48 hours. The patient had blood glucose levels of 40 mg/dl. Patient stated that they were treated while in the ambulance on the way to the hospital.